Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: premarket submission # k020785. K021094. K220626. UDI number: (B)(4). Device history record (DHR): reviewed the DHR of the complaint batch 24e28g8911 and no abnormality observed during in-process and final control inspection. No sample returned as it was discarded. Customer provided a picture of a white gauze pad with a small amount of red blood on it but unfortunately, the picture is not clear. Root cause analysis: receive 1 picture of white gauze with a small amount of blood on it. From the picture, it is unclear that is there any tear off capillary. Nevertheless, based on the customer complaint information, the foreign body is actually a thrombus. Conclusion: based on the customer description, this complaint will be concluded as not confirmed.

Event description:
According to the customer: "patient reports discomfort by foreign body in the elbow, after the removal of a catheter number 22, is referred to validate the clinical condition, they perform an ultrasound where they detect foreign body, are waiting for the identification of the foreign body by the clinic ces."